Event description:
The customer reported to vyaire medical problems with the vela ventilator where volumes were out of line for what they expected. He states that when the unit is set to 300ml tidal volume, it is reading vti (inhaled tidal volume) at 300 and vte (end tidal volume) at 400. Measured analyzer vti at 242 and vte at 236. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and they already swapped out the flow sensor and the diaphragm prior calling to vyaire. The technical support advised customer to calibrate the xdcr. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.